Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer had high blood glucose of 429 mg/dl and after some time it was 458 mg/dl and also had ketones. Customer treated it with manual bolus and declined troubleshooting for it. The current blood glucose was 346 mg/dl. The device is not expected to be returned for analysis.